Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector (missing glue) and also a drop of glue was found on the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing broke off at the tubing connector. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing broke off at the tubing connector. No further information available.